Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned, analyzed, and no anomalies were found. One set of setscrew marks on the connector pin were too proximal. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was causing muscle stimulation in the patient. The lead was partially removed with the rest of the lead capped remaining in the patient. A new lead was implanted. No further patient complications have been reported as a result of this event.